Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The company representative had called the registered nurse to talk about this patient and they stated the depth of the pump could have increased and they assumed this was the case. It was further noted that they did know what else was going on or could be going on. No further actions/interventions were taken or planned to resolve the pump sliding around and difficulty with communication. Regarding if the cause of the communication issues were confirmed to be due to the pump sliding around and telemetry distance having been too large, it was noted that this was assumed, but not confirmed.

Manufacturer narrative:
The event is now reportable for serious injury as there will be a surgery involved, and intervention required was selected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare professional (hcp) and a company representative on 2019-sep-23. It was reported that the catheter dye study had not been done yet. The cause of the pump having flipped was not known. The patient stated she didn't know it was flipped and didn't feel it flip. The pump is located in the left buttock. When the hcp flipped the pump back, it didn't flip easily. Interventions taken to resolve the flipped pump included the pending results of the cds. Surgical intervention will be done ¿ the pump pocket will be revised (secure pump using the suture loops and possible catheter revision if needed) . The issue was not completely resolved because they haven't done surgery yet. The pump is still at risk for flipping until this is done. It was also reported that the pump will not be returned, it¿s less than 1 year old and is still functioning within specifications. There were no further complications reported/anticipated.

Event description:
Additional information was received via a company representative. The patient was having a refill today (B)(6) 2019 and they were unable to access the fill port. Imaging was performed and the pump was flipped. They manually flipped the pump to the correct orientation, and they are doing a follow-up catheter access port dye study to evaluate the catheter do to the flipped pump. It was further noted that they believe the communication issue was a result of the pump having been flipped.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial#: (B)(4), product type: accessory. Product ID: tm90t0, serial#: (B)(4). Product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via intrathecal drug delivery pump for non-malignant pain and complex regional pain syndrome type 1. It was reported on (B)(6) 2019 that on friday ((B)(6) 2019) the patient began to have issues with communicating with their pump using the communicator. They eventually were able to get it to connect but after that over the weekend the patient continued to have problems connecting. The communicator (model tm90t0 with serial number (B)(4)) was not connecting. They were going to try to replace the communicator on (B)(6) 2019 through repair. No out of box failure was reported. On 2019-jul-26 a consumer reported that they received their new communicator on (B)(6) 2019 and it was working good for a couple days, but now the patient was having the same issue again. It would say pump not found and wanted them to retry. The patient did recharge the communicator. It was noted that it seemed like the pump was sliding around. It was noted that the company representative felt the port, so they knew the pump didn¿t flip. The patient was referred back to their physician or rep to have the pump checked. The patient had been texting with the company representative about the issue. Additional information was received from a company representative on 2019-jul-26. The company representative had already met with the patient and it was indicated there was nothing really more she could do for the patient. They had the patient try their old personal therapy manager and there were issues with poor communication just like with the new communicator, so the patient believed there was something wrong with her pump. It was reviewed that it was not recommended having more than one ptm coupled to the same pump. Electromagnetic interference (emi), correct communicator / pump placement, and other information was also reviewed at the time of the report. The company representative was to talk again with the patient to review that information. On (B)(6) 2019 a company representative further reported that the patient continued to have difficulty with telemetry with the handset and communicator. They were going to decouple the patient¿s old model 8835 ptm from their previous pump and couple it to her current pump so the patient could get boluses. Additional information was received via a company representative on 2019-jul-30. They were meeting with the patient on (B)(6) 2019 and was having a hard time reading the pump with a model 8840 clinician programmer. Taking an x-ray of the pump to assess placement was being considered. A company representative further reported on (B)(6) 2019 that it appeared the patient had extra tissue around the pump making communication difficult. They were able to communicate using a model 8840 clinician programmer, tablet, and personal therapy manager after palpating the pump and showing the patient where to place it. The patent¿s weight was noted as having been unknown. Additional information was received via a company representative on 2019-jul-31. Regarding the report that is seemed like the pump was sliding around, it was clarified that the registered nurse maneuvered the pump around and pushed it closer to the surface. The cause of the pump sliding around was unknown. Regarding the extra tissue around the pump, it was clarified that it was adipose tissue. On 2019-aug-05 a company representative further reported that the pump was confirmed as not having flipped. It was further noted that it takes up to 45 minutes in order for the ptm to connect to the pump. They had tried using the patient¿s older model 8835 ptm but was having issue too. They were questioning if there was a depth difference between the old ptm and the new ptm when connecting to the pump. No patient symptom was reported. No further patient complications have been reported as a result of this event.